Event description:
The surgeon inserted an aq1016v silicone three-piece intraocular lens into the patient's eye and the lens tore. The lens was removed without any patient injury and another lens was inserted into the eye. It was reported that the lens was loaded incorrectly into the injector and that was the cause of the lens tear.